Event description:
It was reported that during the operation in the affiliated (B)(6) hospital on (B)(6) 2020, the opening of the forceps was misaligned.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a 50 pc. Lot in march of 2020. Evaluation of the returned instrument shows that the tips are loose and misaligned in the closed position thus we are able to validate this complaint. There is no visible damage to the jaw pivot pin area of the outer tube assembly. Further evaluation shows that this instrument is still able to pick-up, retain, close and release multiple clips both with and without the use of silastic test tubing as required of its function. After functional testing this instrument was disassembled for further evaluation and it was found that both fingers on the drive rod (n00185) that actuate the jaws were slightly damaged. We are unable to determine what caused the jaws to become loose and slightly misaligned in the closed position but the visible damage to the inner drive rod (n00185) fingers is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the operation in the affiliated hospital of (B)(6) on (B)(6) 2020, the opening of the forceps was misaligned.